Manufacturer narrative:
The impella cp has been returned for evaluation. The investigation has not yet begun; therefore, a supplemental medwatch report sill be submitted upon completion of the evaluation.

Event description:
The complainant reported that on (B)(6) 2018 an impella cp was successfully placed in a 51 year old male patient's femoral artery. Following the placement of stents in the patient, the physician changed to the repositioning sheath, but heavy patient bleeding occurred at the side of the repositioning sheath. A vascular surgeon performed a tobacco-pouch suture technique to stem the bleeding. The patient was administered 3 to 4 units of replacement blood products. Eventually the patient bleeding stopped and the patient continued to be supported by the impella cp. The pump was removed from the patient without issue on (B)(6) 2018 after a total of 93 hours of patient support. Patient support was reported as successful.

Manufacturer narrative:
The impella cp, purge cassette, and white cable were returned to the manufacturer for evaluation. No leaks were found during the evaluation of the pump. A review of the device history record was performed. There were no other complaints reported that were associated with impella cp pumps from this lot, and no other complaints associated with repositioning units from this lot. The clinical account of this event described heavy bleeding from the side of the repositioning unit. This was confirmed during the inspection of the returned device, as blood was present around the hub at the juncture with the butterfly. Integrin, a blood thinner that prevents clotting was administered. The impella cp's instructions for use recommends heparin usage in the purge solution. The instructions for use also recommends that act be maintained at 160 to 180 seconds after implant of the device. The leak was not reproduced in leak testing. In conclusion, the root cause of the access site bleeding was most likely as a result of improper anticoagulation related to the use of integrin and high resulting act, although this has been unable to be definitively determined.